Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Event description:
Customer reported that a patient's tubing came apart. Medication reported as 5fu. No patient injury reported.